Event description:
It was reported the patient had a shocking or jolting sensation. The patient was in a car next to a speaker the day prior to this report and since then has had a pain at the implantable neurostimulator (ins) site and a shocking sensation. The sensation was still present at the time of this report. It was noted the patient had turned off the ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v700596, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).